Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pain there') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back cramp"), abdominal pain lower ("pain/cramp"), menstruation delayed ("2 months without period/my periods have never been the same") and arthralgia ("hips hurt a lot"). The patient was treated with surgery (hysto). Essure was removed. At the time of the report, the pelvic pain, back pain, abdominal pain lower and arthralgia outcome was unknown. The reporter considered abdominal pain lower, arthralgia, back pain, menstruation delayed and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure was in correct place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pain there') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back cramp"), abdominal pain lower ("pain/cramp"), menstruation delayed ("2 months without period/my periods have never been the same") and arthralgia ("hips hurt a lot"). The patient was treated with surgery (hysto). Essure was removed. At the time of the report, the pelvic pain, back pain, abdominal pain lower and arthralgia outcome was unknown. The reporter considered abdominal pain lower, arthralgia, back pain, menstruation delayed and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure was in correct place. Concerning the injuries reported in this case, the following ones were described in the patient¿s medical records- menstruation delayed, arthralgia,abdominal pain lower , pelvic pain and back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media was received. Case becomes incident. Removal details was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.